Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "pain in knee and increased difficulty with ambulation. Orthopedic visit for evaluation post operative found that femur fracture non-union and fixation screw at end of rod just above knee was completely broken".

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "pain in knee and increased difficulty with ambulation. Orthopedic visit for evaluation post operative found that femur fracture non-union and fixation screw at end of rod just above knee was completely broken".